Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin when the insulin cartridge is almost empty (20% to 30% left), resulting in elevated blood glucose levels. The patient corrects with a pen and the blood glucose values stabilize within 15 to 20 minutes. On the other hand, the patient reduces the basal rate to 30% to 50% before physical activities and experiences hypoglycemia which then need to be corrected with glucose.